Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 phone number: (B)(6). One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.

Event description:
It was reported that about 20-30% of the planned nutrition, had not been infused and the fluid was left in the bags. The pump did not alarm. The event occurred on (B)(6) 2025. There was patient involvement, but no injury.